Event description:
The complaint/event occurred on an unspecified date and involved a tego¿ connector. It was reported that the patient had to change tegos several times due to leaking. The patient had 2 tegos but 3 tegos were defective. There was no allergic reaction or side effect of any type, no blood loss, no medical intervention provided and no patient injury or death during or as a result of the reported event/complaint. This report covers 1 of 3 instances of this failure.

Manufacturer narrative:
The device is not available for investigation as the customer has declined to return it for investigation. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time. Additional reporting contacts: (B)(6).